Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that refill of the pump was very difficult. The pump was about 5.5 cm under the skin, so the needle from the 8551 refill kit was too short. As a result, the pump was filled under CT (computed tomography) with a ¿chiba type needle with quincke point¿ that was 22 gauge and 9 cm long. It was noted that another location tried to refill the pump under x-ray and sonography (also with needles other than from the 8551 refill kit). The product issue was not resolved, and the cause of the issue was not determined. Pump explant was planned, but the date was unknown. There was no alleged catheter issue; it remained implanted and in service. No diagnostic testing or troubleshooting, or actions with regard to the catheter were required. The patient status was reported as ¿alive ¿ no injury.¿ there were no symptoms or complications associated with the event. It was reported that the pump was being used to deliver baclofen (compounded), but the pump logs from the same date indicated that the pump was being used to deliver lioresal. Subsequently, it was clarified that the pump was being used to baclofen (unknown). Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.